Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change-out due to eri, an insulation anomaly was observed under fluoroscopy. High capture thresholds were observed. The lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that high pacing impedance was observed. The rv impedance alert was programmed off. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that low impedance was observed. The patient will continue to be monitored.